Manufacturer narrative:
Concomitant medical products: w1dr01 ipg implanted: (B)(6) 2021; 5076-45 lead implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ten days post implant the right ventricular (rv) lead exhibited a lead malfunction. The rv lead was removed and replaced. It was also noted that the patient had been short of breath. No further patient complications have been reported as a result of this event.